Event description:
It was reported to philips that there was a loss of image mid-case, and the system required a reboot on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service recreated the image store and planned follow-up activities. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).